Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, the device was above elective replacement indicator (eri). The reported field event of a bluetooth (ble) telemetry anomaly was confirmed. The device was unable to be interrogated via ble when received and a ble malfunction was recorded in the print out alerts. The cause of the loss of ble telemetry was consistent with a ble circuitry anomaly.

Manufacturer narrative:
The field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.